Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the device was twisted and it broke. Broken pieces were removed from the patient and a backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the firstpass mini straight device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, "during a procedure, the device was twisted and it broke." A review of manufacturing records for the reported lot number 2030016 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual evaluation shows the drill guide handle is detached from shaft. The drill is stuck inside the guide, wrapped with surgical tape, and cannot be removed. Functional evaluation is not possible due to the drill and drill guide damage. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.